Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had scratch on the screen. The troubleshooting was performed for the damage. Customer stated that they can not read the display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with minor scratched lcd window. Test reservoir lock properly inside the reservoir tube. Device passed displacement test and selftest. No missing segments/partial display noted. (B)(4).